Event description:
During routine percutaneous tracheostomy procedure on (B)(6) 2012, a foreign body was retrieved from the right bronchus of the pt's lung. This foreign body was identified to be a partial piece of an endotracheal tube introducer. The introducer was utilized on (B)(6) 2012 to replace a # 7.0 ett with a # 8.0 ett by the pt's pulmonologist.